Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system displayed an x-ray disabled error message. This error message will result in a loss of x-ray functionality. There is no report of pt injury associated with this event.